Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) device tripped elective replacement indicator (eri), due to cold storage, while it was still in the box. The device was reset out of eri and showed an estimated longevity of 3.5 years, but no one was comfortable implanting this device. The device was not used. There was no patient involved in this case.